Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an output and capture anomaly. High impedance was also reported.~~~~~~~~~